Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned single board computer (sbc) was installed into a test unit. On power up the display became white and did not change. Visual inspection of the sbc showed insufficient solder to completely cover the pads. No broken or damaged components were observed. The customer complaint was verified. (B)(4).

Event description:
Reportedly, during testing, the ventilator displayed a white screen. The device was not in use on a pt when this event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the single board computer (spc). The unit passed extended self-testing.